Event description:
It was reported by service report that there was a malfunction with the brake. The service report notes do not indicate if there was a pt involved or if there were adverse consequences reported.